Event description:
It was reported that the right ventricular (rv) lead pacing impedance had increased from where it was previously. It was also reported that impedance trend showed that the impedance had been gradually increasing over time and was related to a problem with the lead-tip interface. Therefore the patient has been put on a stricter follow-up to assess if there are any changes to the sensing, threshold or impedance occurs. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: the patient alert triggered for rv pace lead z = 1008 ohms on (B)(4) 2011. Weekly and daily pace measurement log data show a gradual increase for min and max v.pace= 408 to 1008 ohms peak between (B)(6) 2011.